Event description:
The dealer alleges the pb1026bl rollator out of box wheel damage.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.